Event description:
It was reported that the procedure was to treat an internal carotid artery lesion with 70% stenosis. An emboshield nav6 embolic protection system (eps) was advanced to the target lesion. However, there was difficulty deploying the filter. After use, there was also difficulty retrieving the filter. An additional emboshield nav6 eps was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.